Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the hospital made a decision to exchange the pt's lvad due to possible thrombus in the pump. No alarm conditions were reported to the manufacturer. The lvad was successfully exchanged and the pt remains ongoing without any further issue reported.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.